Event description:
Medtronic received information that a ped2 pipline became twisted. While treating a huge aneurysm on the left internal carotid artery (ica) for a female patient, a pipeline flex shield 5x35 was used and introduced through a marksman micro catheter, the stent made fish mouth at its distal part and become twisted after several trial of sheathing and unsheathing the twist didn¿t resolve. It failed to open in the middle and distal sections. The pipeline was not positoned in a bend. The pipeline was not stuck in the capture coil. The pipeline had been deployed less than 50% when it failed to open. The pipeline was resheathed more than 2 times. The was no additional actions taken to open the pipeline. The pipeline was resheathed and removed from the patient. The devices were prepared according to the instructions for use (IFU). The patient was being treated for an unruptured amorphous aneurysm in the left ica. The max diameter wsa 12mm and the neck diameter was 5mm. The distal landing zone was 4.6mm and the proximal landing zone was 5.2mm. Vessel tortuosity was minimal. No patient symptoism or complications were reported. Ancillary devices: guider softip 8f guide catheter, marksman microcatheter, synchro 2 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.